Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD), was admitted to the emergency room. The patient received multiple shocks and a health care provider (hcp) thought the battery may be dead in the device and requested a boston scientific crm sales representative to interrogate the device. A boston scientific crm technical services representative put the hcp in contact with the sales representative. The device was later explanted for an unspecified reason.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.